Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10: h3, h6: part: 03.835.004. Lot: 5l13796. Manufacturing site: (B)(4). Release to warehouse date: on (B)(6) 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformities were identified. Visual inspection: the synfix® evolution aiming device holder (p/n: (B)(4), lot number: 5l13796) was received at us customer quality (cq). Visual inspection of the complaint device showed that the device had fallen apart, with all components present. Functional test: the complaint device was able to be assembled and then disassembled again. The complaint was not able to be replicated since the device is not broken. Dimensional inspection: measured dimensions: conforming. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as the complaint device is not broken but has fallen apart. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the aiming device holder was broken. There was no known patient or hospital involvement. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).